Event description:
On (B)(6) an amazon customer commented that the product was false negative and inaccurate: customer said that three different of this products showed negative, but two other products from brands showed positive, so they were not accurate and the swab is too flimsy. Importer comments: due to the system functionality to not allow seller can leave the comments on the website or contact the reporter, it is not able for us to follow up to collect additional information and such as product information (lot #, expiration date, etc.) And any evidence of pcr result to prove false result etc following by reporter's consent.